Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The femoral component and it's packaging was returned and from the evaluation of the returned product it was determined that, the outer cavity has stress marks and is cracked, the inner cavity exhibiting multiple cracks on it and the outer carton doesn't exhibit major damage. DHR was reviewed and no discrepancies relevant to the reported event were found. The cracked cavities damage can be caused due to the outside forces during transit or the forces due to the implant. As the product was in transit for approximately 4 years and the outer carton showing minor damage, the cavities may cracked due to forces developed from movement of implant during transit. The root cause for the reported issue is attributed to be product damaged in shipping/transit damage. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but device investigation has not been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the device packaging was found to be damaged. This resulted in a two hour delay in procedure. Another device was used to complete the procedure.